Manufacturer narrative:
Locked down smartphone: lockdown omnipod software app version: 3.0.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6 please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626 . [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.

Event description:
The patient reported that their grandson experienced high glucose levels and ketones, leading to hospitalization. The issues began on (B)(6) 2025, with a leaking pod causing high glucose levels. Despite changing the pod , the grandson continued to feel unwell, leading to a hospital visit on (B)(6) 2025, and discharge on (B)(6), 2025. The diagnosis was diabetic ketoacidosis (dka), and treatment included intravenous (IV) insulin. The patient mentioned glucose levels above 250 but did not recall exact numbers. They also reported sensor errors and manual mode usage. The patient was unaware of the pink slide on the pod and could not confirm cannula insertion or site redness/swelling. One pod was noted to be leaking. The agent made three outreach attempts but received no response, leaving voicemails with return contact information. The pod was worn between 4 and 24 hours on the arm.